Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during the regular follow-up check on (B)(6) 2022, a vhr (ventricular high rate) event suspected of insulation damage was identified. The rate slowed down due to oversensing, but there were no subjective symptoms. There was no particular change in the lead impedance on the measurement. The follow-up interval was changed from 1 year to 6 months for follow-up.